Event description:
The customer reported that on (B)(6) 2012, imprecise thyroid stimulating hormone (tsh) results were generated on an unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc assessment of customer supplied patient data indicated that the initial patient was within the normal reference range of the assay. Upon repeat on the same instrument, the repeat result was different, still within the normal reference range of the assay, but collectively the results exceeded the precision claims of the assay. Additionally the sample was tested on a second instrument which generated a varying tsh result within the normal reference range of the assay. This result was not questioned as potentially erroneous by the customer. The imprecise results were not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The customer provided additional assay results for this patient. No other patient results were in question for this event. The sample was a plasma sample collected in a heparin plasma tube with gel separator. The sample was centrifuged at room temperature prior to testing and was processed through the instrument's closed tube aliquotter. Beckman coulter inc assessment of customer supplied instrument performance results indicated that the initial and alternate instrument's tsh quality control and calibration results were within the customer's established ranges during the timeframe of this event. System checks performed on the initial and alternate instruments prior to the event met customer established specifications.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed a twenty one test precision run on both the initial and alternate instrument with no intervention which yielded acceptable percent coefficients of variation on both instruments. No errors were found with either instrument. Both systems were operational. No definitive root cause could be determined for this event.